Event description:
On october 5, 2000 a copt of medical device report was sent to co by co's distributor informing co of the event. This event involves a first aid responder, who was taken to the hosp on august 17, 2000 after donning the glores 3 tunes. Each time when glores were donned, the reaction become more pronouned resulting that the user had to be takes to the hosp. The diagnosis is anaphylaxis. The individual was given a prescription for benedryl.